Event description:
Patient was referred to hospital for possible aortic dissection and was found to have dislodgement of an inferior vena cava embolized to the right atrium and likely perforation of the right atrium. Patient required cardiac surgery. Ivc filter was placed (B)(6) 2004 at another facility.